Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected battery power loss anomaly and no back lights anomaly noted. Insulin pump received with minor scratched lcd window and cracked case display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had display issue. Customer blood glucose value was unknown. Customer was not able to read the screen properly. The device will be return for analysis.